Event description:
Tomo biopsy performed. At end of procedure, while removing the needle to place the biopsy clip, sheath was missing plastic on it. The patient was scheduled for a three site stereotactic breast biopsy. After they completed the 2nd site, the radiologist felt resistance when she tried removing the needle to place a biopsy clip. When it was finally pulled out, it was noted that the plastic hologic eviva sheath had crimped. There was concern that pieces of the plastic could have broken off in the patient's breast. The radiologist had the mammographer take a breast tomosynthesis images of the breast. The radiologist reviewed the images and couldn't see any foreign body (plastic) in the breast. In addition, the radiologist had the mammographer take images of the sheath and no plastic was noted. The chief technologist called hologic to open an investigation. Hologic is going to send a hazardous kit for the contaminated hologic eviva sheath to be returned. Hologic with conduct a full investigation and send a report with the results. In addition, hologic will credit the supplies with the same lot number. The radiologist also called hologic and was notified that they have had other reportable incidents. The radiologist will call the patient and physician to report the incident. Please note the following: sterile needle and sheath were used. No known injury was noted. Product: eviva stereotactic guided breast biopsy system. Reference # (B)(4). Lot # 18jo3rt. Expiration date 9-02-2020.